Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. No over delivery anomaly or under delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted during testing. During the occlusion test, device recognized the water filled reservoir that was installed in the reservoir compartment. Device was programmed with a device fill cannula delivery. Then the device delivered the units properly with water exiting the infusion set. No prime/fill anomaly noted. No motor anomaly or displacement anomaly noted during testing. The motor was tested outside of the device and passed. Device uploaded properly using care link. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose in the low 20 mg/dl range at the time of the incident. The customer used food to treat. The customer experienced symptoms such as a diabetic seizure. The customer was wearing the insulin pump during the incident. The customer reported getting no delivery alarms, and was not seeing drops during the fill tubing process until he gets to 35 units. The customer noticed active insulin but they had not delivered a bolus. The customer stated they slept for 12 hours and didn't eat. Troubleshooting was completed and the pump passed a displacement test and self test. The customer believes the pump is over delivering. The customer stated the pump was exposed to a strong magnetic field. The insulin pump will be returned for analysis.